Manufacturer narrative:
Explanted products were discarded by the surgical center and will not be returned for eval.

Event description:
During a lead placement procedure, the pt's dura was punctured. The surgeon explanted the leads and administered a blood patch.